Manufacturer narrative:
(B)(4). Date sent: 9/19/2023. D4: batch # unk. B3: exact event date unk, entered (B)(6) 2023 as only the year was provided. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: please clarify 'issue manipulate device'. ¿when started to fire did not fire, had to take it off and open and close again, jerky movement. How long was the air leak? ¿one week and still inpatient, air leak has improved and will be discharged soon¿ extent of the lung resection? ¿small wedge resection, left¿ attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Why does the surgeon believe the difficulty experienced with the device is associated with the air leak? Can additional clarify be provided on what is meant by ¿jerky movement¿? Please provide more information regarding the jerky movement and it¿s potential impact on the reported air leak? Did the jerky motion occur during the firing of the device or after firing? Please explain in detail what was the issue with the device. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? How was the leak controlled? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status and condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a CABG/lung resection, the surgeon was having issue manipulate device and there was an air leak. The patient had an extended hospital stay. No further details were provided.